Event description:
It was reported that a patient underwent a breast surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a hard breast and was diagnosed with a ruptured implant and capsular contracture (a baker grade rating was not provided). The affected implant/breast was not provided. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact serial of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).